Event description:
It was reported that during a thoracotomy for lung resection procedure, the doctor experienced a product failure. On the third firing on lung tissue with a green load, the knife blade failed to return to the home position. The doctor tried to engage the powered reverse knife blade button with no results. He then tried to use the manual reverse with no results. The doctor was able to get a second stapler under the failed stapler and resect it out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.